Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not verify the problem. As a preventative measure, the unit's gas module was recalibrated.